Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for pain. In 2000, the pump was explanted and replaced with another synchromed pump due to underinfusion. The device was returned to the MFR for analysis. The pt continued therapy for pain with the newly implanted synchromed pump.